Event description:
It was reported an external blood leak was observed originating outer surface of a polyflux 210h set after patient connection. Upon further examination, a small crack was noted on the outer surface of the middle area of the polyflux. Treatment was stopped and the circuit of blood was discarded. The volume of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.